Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the distal end of the instrument with a malformed clip in the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when applying the clip to the vessel during an open endovascular repair of intrarenal aorta or iliac artery with endograft other than rapture, the surgeon described the issue as clip applier misfired on the first time and misfired again the second time with one clip falling out. The second clip was also jammed sideways in jaws. They replaced the device to complete the case. There was no patient injury.